Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system, was evaluated for inadequate pain relief. Troubleshooting was performed, including reprogramming and obtaining x-ray imaging to confirm a lead migration. A revision procedure was completed to reposition the lead and replace the anchor. Following the revision, the patient is confirmed to be receiving therapy in closed loop.

Manufacturer narrative:
The device was discarded. Without the return of the device, the root cause of the reported migration event is not able to be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include lead migration or suboptimal placement, which may result in undesirable stimulation changes.¿